Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 27.5d (diopter) tecnis monofocal iol (intraocular lens) was observed cracked and torn on each side right before the lens was inserted into the eye. Reportedly, the customer used a non-johnson & johnson injection system during implantation. The lens was removed and replaced with the same size and model lens during the initial procedure. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/06/2018. Device returned to manufacturer: yes. Device evaluation: the sample was received at manufacturing site. The zcb00 lens was observed under microscope. Per initial report, the account used a non-johnson & johnson surgical vision product for implantation. There is no evidence to suggest any fault on the part of the device design or to manufacturing process. Therefore, the reported issue was not verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.